Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 227 mg/dl. The alarm was resolved by a complete set change. The customer did not want to return the infusion set or reservoir for analysis. Advised the customer to call back when the alarm occurs so that troubleshooting can be performed. Nothing further reported.